Manufacturer narrative:
On 22 jun 2009, the complaint unit was received at resmed corp located in (B) (4) and a preliminary investigation was performed. The preliminary investigation determined the failure was related to a faulty power supply module. Further evaluation will be performed at the design facility in (B) (4). Note: there was no report of injury to the patient.

Event description:
The dme stated that a customer reported flames coming out of the unit.